Event description:
On (B)(6) 2012 customer reported that the lh750 slidemaker experienced "fluid detector 3 and 7" errors and the instrument leaked on the table. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and replaced fluid detector 7. Fse also replaced the tubing behind the dispense module and ordered parts to complete servicing. On (B)(4) 2012 fse replaced the sample access module and was still getting fluid detector 7 errors. However, fse stated that the customer repaired the diluent leak and could not provide details as to what the customer did. On (B)(4) 2012 fse replaced the dispense module and verified analyzer performance per established procedures. This resolved the issue and no further problems have been reported.

Manufacturer narrative:
(B)(4).